Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by product issue and system risk analysis (sra). Trending analysis by the product issue of smoke/haze was reviewed from january 2017 to july 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the smoke/haze issue is likely due to a loose oil return valve. The field service engineer tightened this part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The fse visited the site and confirmed the reported odor/haze/smoke issues. The fse reported he tightened the oil return valve to resolve the odor and haze/smoke issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Reference asp complaint (B)(4).

Event description:
The customer reported ¿smoke¿ and ¿odor that smells like smoke¿ while running their sterrad® nx unit. The customer was advised to leave the room as a precaution and discontinue use of the sterrad. Personnel should avoid working in the room until the mist has cleared. A field service engineer (fse) was dispatched to the site to assess the unit. No injury or harm was associated with this issue. This event is being reported as a malfunction subsequent to a serious injury.